Event description:
It was reported the blade detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 7.00mm /2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated four times at 10 atmospheres. Upon removal of the sheath, there was minimal resistance. However, the blade was caught at the tip of the sheath and lodged in the sheath. No remnants remained. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the pcb 2cm was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon was inflated to its rated burst pressure of 10atm with no leaks or issues noted. A visual examination of the returned device identified that one of the blades had detached from the balloon material. All the other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified with the device.

Event description:
It was reported the blade detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 7.00mm /2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated four times at 10 atmospheres. Upon removal of the sheath, there was minimal resistance. However, the blade was caught at the tip of the sheath and lodged in the sheath. No remnants remained. The procedure was completed with a different device. There were no patient complications as a result of this event.